Event description:
It was reported that a malfunction alarm with code malf 12 occurred. The customer's blood glucose level did not exceed 500 mg/dl. The customer was informed by technical support on how to reset the pump but experienced the same malfunction again, and the pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.